Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, first mitraclip had single leaflet device attachment(slda) from the posterior leaflet due to physical contact with second clip. Another mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or device damaged by another device. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation and device damaged by another device appear to be related to a combination of challenging patient anatomy and procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 22 april 2026, that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. During deployment sequence of second mitraclip, first mitraclip had single leaflet device attachment(slda) from the posterior leaflet due to physical contact with second clip. Another mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.